Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and drive support cap was flushed. The customer's blood glucose value was 120 mg/dl. Customer reported that she was trying to refill the reservoir when she received the motor error alert on her insulin pump. The device will be returned for analysis.